Event description:
Information received indicates the brake is hard to release and the casters are ratcheting when the brake is locked.

Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.